Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a faulty patient board set was found, resulting in no image when tested with olympus series 180 scopes.

Event description:
A user facility reported to olympus that they were unable to see anything on the image and vertical lines were present. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, it is confirmed there was a design change implemented in april 2018 to improve the op-amp of the device. The subject device of this report was manufactured prior to the design change (see h4) and it is likely the phenomenon occurred due to the op-amp failure.